Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown zimmer abutment screw fractured in an implant. The doctor was unable to remove the fractured screw portion and, therefore, removed the implant.

Manufacturer narrative:
During of the investigation on the returned product, it was found that the implant (concomitant) was not manufactured by zimmer biomet. As a result, submitted on jun 26, 2018, is no longer considered reportable event by the manufacture and no further reports will be submitted. The device is a competitor product. Upon visual inspection during the investigation, the dental implant could not be identified as a zimmer biomet. This is being submitted as additional information to the prior report after confirming that this was not a zimmer biomet product.